Event description:
It was reported that there was a warning for the right atrial (ra) lead having impedance greater than 3000 ohms. The ra lead was checked in both unipolar and bipolar and the impedance was confirmed to be over 3000 ohms with all testing. Also, the p-wave amplitude for the ra lead had decreased to approximately 1 millivolt after the lead warning. The threshold for the ra lead for both unipolar and bipolar was 8 volts and a pacing failure was confirmed. It was indicated that isometric testing was done but no noise was noted and an x-ray was taken but no deviations were observed. The ra lead remains in use but a surgical lead placement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: a3dr01 implantable pulse generator 2013 (B)(6); 4074 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and there was atrial undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.